Event description:
Study event. Device malfunction; none. Symptoms/ae: stroke. Time of symptoms/ae: during procedure. It was reported that during an angioplasty stenting procedure of a lesion at the junction of the left common and left internal carotid arteries, the pt was noted to have some garbled speech and facial droop; however, he remained alert and oriented with full movement of all extremities and no vision changes. An MRI of the brain showed a tiny acute left infarct. The neurologist felt the pt was stable and that the symptoms would completely resolve in time and that no further treatment was needed. The pt was discharged to home one day post-procedure. Although requested, there is no additional info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.